Manufacturer narrative:
Lumenis investigated the reported event by contacting the facility directly for additional information which was provided. It had been confirmed that the patient had to be woken up from anesthesia and the procedure was subsequently cancelled due to the footswitch malfunction. A lumenis service engineer who evaluated the system after the incident had confirmed that "the footswitch did not communicate with the laser, nothing happened when pressed". A spare footswitch was tested and the problem was resolved. An inspection and full functional check of the system was carried out and the service engineer confirmed that the system passed all tests. A review of all acupulse 40w complaints from jan 2015 to date found this to be a single event. No other reports of acupulse 40w failed intraoperative footswitch failures had been reported to lumenis during that period. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. The device has not been returned for analysis; therefore a failure analysis of the complaint device could not be completed. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. Based on the information collected during the investigation of this event report, and since this was found to be a single event, it was concluded that no corrective and/or preventive action is required. Should new information become available the complaint file will be reopened and updated accordingly.

Event description:
A foreign user facility reported that after their lumenis acupulse 40w co2 laser system had passed its self checks and was prepared for a laser cricopharyngeal myotomy procedure, the surgeon went to fire the laser, and it wouldn't fire. The patient had to be woken up from anesthesia and the procedure was subsequently cancelled. No report of patient complications were associated with this event, and the device malfunction reported did not cause or contribute to any change in the patient's condition.

Manufacturer narrative:
Correction - (B)(6), 2018. Although the patient had to be woken up from anesthesia and the procedure was subsequently cancelled, no patient complications were reported to be associated with this event, and the device malfunction reported did not cause or contribute to any change in the patient's condition. As there is no serious injury associated with this event, lumenis is correcting block h1 of this MDR to be a malfunction (type of reportable event).